Event description:
It was reported that a power source alert and a malfunction alarm (alarm 15) occurred. Customer's blood glucose was 369 mg/dl. Customer reverted to using manual injections for insulin therapy.